Manufacturer narrative:
(B)(4): the meter failed testing, pcb (printed circuit board) was contaminated. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in the USA alleging the meter was not powering on. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).